Manufacturer narrative:
Product complaint (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. The initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date.

Event description:
Lh was a recipient of depuy hip replacement (B)(6) 2009. He just had a revision and was told to contact you regarding this matter. Doi: (B)(6) 2009; dor: unknown; unknown affected hip.

Event description:
Medical records received. After review of the records, patient was revised due to metallosis, elevated chrome and cobalt levels, and significant left hip pain. There was black corrosive substance at the inferior edge of the trunnion and a little bit on the trunnion. The fluid had been somewhat cloudy but this can happen with metal oasis. It was felt that the patient likely had metal oasis given his clinical picture. There was some osteolysis. Again , there was copious irrigation, some cancellous bone chips were then morselized and placed into the area of osteolysis trial cup had some pinch when impacted. Doi: (B)(6) 2009. Dor: (B)(6) 2023. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: a2 (age, dob), a6, b1 (product problem), b3, b5, b7, d4 (lot, catalog, expiry date, UDI), d6a, d6b, g4 (PMA/ 510(k)), h4, h6 health effect - clinical code corrected: a1, d1, d2a, d10 (concomitant), h6 medical device problem code.